Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. It should be noted coronary dilatation catheters trek rx global instruction for use states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The 3.0 x 15 trek rx device is being filed under separate medwatch report.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery. A 3.0x12mm trek rx balloon dilatation catheter (bdc) was not prepared prior to the procedure including soaking in saline. The bdc was inflated two times at 14 atmospheres (atms) for pre-dilatation; however, the balloon took longer to deflate than usual. The bdc was removed deflated after negative was held for 30 seconds. A 3.0x15mm trek rx bdc was not prepared prior to the procedure including soaking in saline. The bdc was inflated two times at 14 atmospheres (atms) for pre-dilatation; however, the balloon took longer to deflate than usual. The bdc was removed deflated after negative was held for 30 seconds. The procedure was successfully completed with a non-abbott 3.5x15mm bdc. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.